Event description:
Reportedly, the error message 'chksdk' is displayed upon programmer boot-up. In addition, patient data could not be saved and several damages were reported.

Event description:
Reportedly, the error message ¿chksdk¿ is displayed upon programmer boot-up. In addition, patient data could not be saved and several damages were reported.